Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, the likely cause of the incident is attributed to the aspirate probe tubing. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported elevated and failed washed portion of system check involving the access 2 immunoassay system. The customer performed system check four times on the day of the event and system check failed all four times. The customer replaced the aspirate probes but it did not resolve the issue. The customer then noticed the peristaltic tubing was worn. Beckman coulter customer technical support (cts) instructed the customer to replace the peristaltic pump tubing and repeat system check. No further issues were reported by the customer. The tubing is replaced as part of routine preventative maintenance (pm), which is performed every six months. There was no impact to patient results. The customer was advised to review any patient results and stated all patient results are verified twice against patients' histories per routine laboratory protocol. There was no patient impact associated with this event. The instrument was in normal operation.